Event description:
It was reported that the device would not power up either on ac or dc power. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined the root cause for the reported incident was an ic chip, designator u5.